Event description:
Three gore tag thoracic endoprostheses were implanted to treat two separate descending thoracic aortic aneurysms. The first device was deployed in the pt's distal aorta. The second device was deployed in the pt's proximal aorta so that the proximal flares were positioned at the ostium of the pt's left subclavian artery. An intraoperative angiogram revealed a proximal type I endoleak. The treat the endoleak, the physician implanted a third device. The physician intended on covering the pt's left subclavian artery with the third device to treat the endoleak. However, a final angiogram revealed that the artery was still patent. The angiogram also revealed that the endoleak had resolved. The next morning, the pt presented with paraplegia and the physician immediately performed a spinal drain procedure. The physician believes that the third device did indeed cover the pt's left subclavian artery and this is why the pt has paraplegia. The physician will follow-up with the pt in one month and will send postoperative films to gore for analysis.